Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to the electrode belt cable being cut, severing all wires in the cable. Upon further investigation, the connector was broken from the distribution node pca. The root cause of the cut cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.